Event description:
It was reported that a amplatzer pfo 25mm was selected for an implant on (B)(6) 2022. During the procedure, a deformation of the right disk was noticed. Device was removed for the patient prior to release from the delivery cable. There was no angulation or kink noticed in the delivery and no interaction with cardiac structures during deployment. Patient remain hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.